Manufacturer narrative:
The catheter was returned for evaluation and found to be clean and intact. The extensions are clear. No leakage is testing was noted anywhere along the catheter lumens or extensions. The returned catheter is a 23cm catheter which is indicated for placement in the left subclavian vein. Placement shoud also be leteral, versus medially, and the venous extension ephalad, for adequate infusion flow rates. There was a slight yellowing noted at the exit site, believed to be a result of the iodine gel, placed during dressing changes. A device history review was not possible as the lot number is unknown. The complaint is unconfirmed as no leak was detected during evaluation. The catheter returned is indicated for use in a left subclavian placement. With placement in the right subclavian, it is possible that the tip placement was not maintained away from the vessel wall, or that the catheter was prone to partial occlusion from first rib compression. Either of these situations would casuse a backup of the infusing fluid at the exit site. As with IV site drainage, if there is an incorrect placement of the line, it causes leakage at the exit site.

Event description:
The catheter was placed on 5/30/97 at another facility for the infusion of taxol. The patient was receiving taxol continuously via pump. On 6/20/97, leakage was noted at the exit site. The catheter was removed. A culture of the tunnel after removal found staph. The patient then spiked a fever and was admitted for sepsis to another facility.